Event description:
It was reported that on (B)(6) 2010 the patient underwent stenting in the proximal right coronary artery with promus stent. On (B)(6) 2010, the patient underwent the routine, 240 day follow up angiography. In-stent restenosis of 38.81% was identified and treated with percutaneous coronary intervention in the target lesion. There was no angina. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.